Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1870. Per reporter the patient accidentally dropped pump on the floor and pump has been alarming since. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.